Manufacturer narrative:
A medtronic representative reported that there was ring artifact observed in the acquired 3d images. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. The system's logs were sent to the manufacturer for analysis. A software investigation was initiated to examine the system log files and/or patient exams. During the software investigation it was found that the system had the rad and fluoro gain calibrations done the day before but still had the ring artifact. Then when it was done the following day the ring artifact was gone in the next 3d spin. There is nothing in the logs that indicate a software issue. Software is functioning as designed. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that there was ring artifact observed in the acquired 3d images. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. The system's logs were sent to the manufacturer for analysis.